Event description:
It was reported that an ilet user was not receiving dexcom g7 glucose values on the ilet while readings were present on the dexcom app; the user initially selected the wrong cgm configuration and confirmed an incorrect pairing code, which led to sensor error alerts on the ilet until the correct g7 pairing code was entered and the sensor was properly started. Symptoms included the user feeling fine despite hyperglycemia, with a highest reported glucose of 350 and readings out of range for an extended period. Outcomes included successful reconnection to the dexcom g7 and resumption of intended insulin delivery without the need for outside assistance or medical intervention. Investigation included live troubleshooting and education on correct cgm selection, sensor start procedure, and verification of the dexcom pairing code. Investigation of this case revealed a temporary cgm data transmission issue to the ilet due to an incorrect pairing code and sensor type selection that resolved after correct pairing, consistent with sensor/transmitter communication issues and high glucose due to missed automated insulin dosing. It was concluded, based on previously established findings for similar reports, that use error related to cgm pairing and configuration caused the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.